Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. The customer successfully cleared the alarm and resumed insulin deliveries. Blood glucose level was 196mg/dl. The customer declined troubleshooting with tandem technical support as insulin deliveries had been successfully resumed.